Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event and struggled to bring down blood sugar while using the device. Symptoms included hyperglycemia. Outcomes included insufficient information regarding the impact of the event. Investigation included communication and interviews, as well as analysis of information provided by the user or third party. Investigation of this case revealed that no findings were available, no specific medical device problem could be established due to insufficient information, and no device component could be identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.